Event description:
A consumer reported she is experiencing blurry vision following bilateral intraocular lens (iol) implant surgery. Additional info has been requested. There are two medical device reports associated with the event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested 12/06/2011 and 12/07/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4). This report was mailed to FDA on: (B)(4) 2011. The MFR internal reference number is: (B)(4).